Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer wanted to adjust basal rates and correction factor. Reportedly, the customer's healthcare provider had adjusted the settings, but the customer was now experiencing high blood glucose levels of approximately 227 mg/dl. The customer corrected the settings and resumed insulin therapy.